Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin es results were obtained from samples from six different patients when using two different vitros troponin I es (tropi es) reagents lot 5960 and lot 5990 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.495 ng/ml versus the expected result of <0.012 ng/ml, patient 2 vitros tropi es result of 1.070 ng/ml versus the expected result of <0.012 ng/ml, patient 3 vitros tropi es result of 0.184 ng/ml versus the expected result of <0.012 ng/ml, patient 4 vitros tropi es result of 0.207 ng/ml versus the expected result of <0.012 ng/ml, patient 5 vitros tropi es result of 0.062 ng/ml versus the expected result of <0.012 ng/ml, patient 6 vitros tropi es result of 0.665 ng/ml versus the expected result of negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es of 1.07 ng/ml for patient 1 was reported from the laboratory. However, a corrected report of <0.012 ng/ml was later issued. No treatment was initiated, altered or stopped based on the reported result. There was no allegation of harm as a result of the event. This report is number one of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin es results were obtained from samples from six different patients when using two different vitros troponin I es (tropi es) reagents lot 5960 and lot 5990 on a vitros 5600 integrated system. The assignable cause of the non-reproducible higher than expected patient sample results could not be determined. There were no issues reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 5960 and lot 5990 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. A vitros tropi es precision test was performed on the vitros 5600 system on (B)(6) 2025 and the results were within expectations. However, following the precision testing, further non-reproducible, higher-than-expected patient sample results were obtained. Additionally, multiple condition codes were obtained on the instrument. An ortho field application specialist (fas) found that the uwell incubator was not properly cleaned, with significant debris in the rings. The fas cleaned the incubator and ordered maintenance supplies, suggesting an instrument issue is a likely contributor to the events. The customer did not follow the sample collection device manufacturer's recommendation for sample centrifugation. Consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples although this cannot be confirmed. The customer informed the ortho tsc that patient 1 and patient 2 were on a number of different medications. Based on this information, the ortho tsc requested a medical consultation from an ortho medical safety advisor (msa) who has reported the following: patient 1 had an initial troponin I es result of 0.495 ng/ml. The laboratory repeated the initial sample the same day and obtained a troponin result of <0.012 ng/ml, suggesting a negative troponin result. There was no indication that the lab reported the result to the physician. Per the patient medical chart, they received ibuprofen (prn) and 10 mg cyclobenzaprine. No other information is currently available. Based on the medication chart, it appears the patient was managed for musculoskeletal pain, indicating that the initial higher-than-expected troponin result may not have influenced the physician's diagnosis. This non-influence may be because the laboratory did not report the result to the physician, or the result when reviewed in conjunction with the patient's signs and symptoms, did not support the diagnosis of acute myocardial infarction. Therefore, based on the available information, serious deterioration in the patient's condition or long-term sequelae is not anticipated. Patient 2 had an initial troponin I es result of 1. 07 ng/ml, which was above the assay's url of 0.034 ng/ml. A repeat testing with another sample on the same obtained a troponin I of <0.012 ng/ml, and a repeat of the initial sample the next day was also < 0.012 ng/ml, which suggests negative troponin results per the repeats. The laboratory reported the initial test result to the physician. The available information from the customer indicated the patient was admitted with vomiting, diarrhea, nausea, elevated lipase, ami, ulcerative colitis, dehydration, and hypokalemia, and they had a cardiology consultation. There was no report of invasive cardiac tests or procedures. No patient harm was reported. Their hospital medication was not suggestive of active management for ami or acute coronary syndrome. Thus, the initial higher than expected troponin result may have influenced the cardiology consultation, but there was no escalated management for ami. This may be because when the test result was reviewed in conjunction with the patient's signs and symptoms, it did not support the diagnosis of acute myocardial infarction. Also, if the physician followed the fourth universal definition of (ami) which required serial measurement of troponin to detect a rise or fall in troponin level, the negative repeat result may have influenced the decision not to diagnose the patient with ami. Therefore, based on the available information, serious deterioration in the patient's condition or long-term sequelae is not anticipated. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5960 and lot 5990.